Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the absolute pro stent delivery system with saline, and the stylet already removed, it was observed that the end of the stent implant was exposed even though the lock was not released. The device was not used on the patient. A new device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the premature deployment could not be determined. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4).